Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports starting to run dialysis on a pt when the back venous (blue) tubing fell off. It was as if it had been cut, however, allegedly no staff had access to scissors. Catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.